Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer reported that her blood glucose went over 400 mg/dl because of bent cannula. Customer had three bent cannula. Customer reported blood glucose level of 441 mg/dl. Customer experienced symptoms like dry mouth, cannot concentrate and urinating. Customer was assisted with troubleshooting for bent cannula. The customer did not provide the symptoms regarding high blood glucose. The customer declined troubleshooting for high blood glucose level. Customer called back to perform the high pressure test. Customer reported that the auto mode was inactive at the time of high blood glucose event. The insulin pump will not be returned for analysis.